Event description:
It was reported that the patient received a vibratory notification. During the follow up in clinic, post paced t-wave oversensing (pptwos) was noted on the device. Abbott technical support was contacted and the pptwos was suspected to be due to fusion/ pseudofusion. The device was reprogrammed to resolve the event. The patient was in stable condition.